Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd preset¿ eclipse¿ when the green cap was replaced, the blood specimen automatically flowed into the green cap, no specimen in the syringe, the nurse immediately replaced the new blood collector. Blood was recollected from patient and no patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 364390 lot/batch #: 2243678 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water and having their hemogard cap attached, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported while using the bd preset¿ eclipse¿ when the green cap was replaced, the blood specimen automatically flowed into the green cap, no specimen in the syringe, the nurse immediately replaced the new blood collector. Blood was recollected from patient and no patient impact reported.